Event description:
The customer reported that there was a communication failure error message. This error resulted in a temporary loss of system functionality that was recovered by a system reboot. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an investigation. The ps1 5 vdc power supply connectors were evaluated and reseated. The power supply voltage was optimized to specification. The general purposes operating system, real time operating system and generator interface board coin batteries were also replaced during the service event. The cmos settings were also reset and workstation fuse were reseated. The system was found to be working as intended and returned to service.